Manufacturer narrative:
The reported event has been determined to be post placement failure caused by an infection after a locator abutment was placed onto implant. Infection is the most common reason for complications occurring during the healing period.

Event description:
Implant date - (B)(6) 2011 - and prosthetic restoration date of (B)(6) 2015. Stability and osseointegration was achieved with a healing abutment at time of implantation, yet prosthetic restoration was performed over three years from the implant date. Bone quality was type I.